Event description:
During a follow-up in-clinic, increased defibrillation impedance and inadequate sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no abnormalities were observed. The rv lead was explanted and replaced to resolve event. The patient was stable.

Manufacturer narrative:
The reported events of high defibrillation impedance and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.